Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of channel issue was confirmed. The service technician observed foreign material in the lever and forceps elevator. Found scratch and chips at edge of ob lens but was not affecting image. No flickering found and no clicking noise found on control knobs. Performed forcep watertight test passed. The most likely cause can be attributed to wear and tear. No further information was reported.

Event description:
The customer reported to olympus that during a therapeutic, endoscopic retrograde cholangiopancreatography procedure, the biopsy cap got stuck in the biopsy port making it difficult for anything to pass through the scope. The intended procedure was completed with similar equipment. There was no patient injury reported.